Event description:
It was reported by the affiliate that the one ez45g was used during a cystectomy procedure. It was reported that the stapler fired correctly but when removed only half of the cartridge had fired. Another cartridge was loaded and fired, it too only fired half way. A new stapler was opened and the case was completed without further problem. There was no pt consequence.